Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. On follow-up it was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however it should not exceed 24 months. This device has been in use for 27 months without any record of factory service.

Event description:
Repair request initiated for device with report that the foot is detached. No patient impact reported. Repair request escalated to complaint based on reason for return. On follow-up it was noted that this was identified by the surgeon and it was confirmed that there was no patient impact.